Event description:
Account reports while pt was being prepared for the or, the anesthesiologist was inserting an epidural catheter, when attempting to remove the stylet, the epidural catheter sheared off and approximately 9 centimeters was left in the epidural space. After x-ray of the lumbar spine, CT scan of the lumbar spine, and a neurological consultation, the facility decided to leave the catheter in place. Account reports incident due to "user error."